Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device had cracked reservoir tube lip no broken noted. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button of the insulin pump was stubborn and non-responsive. Customer¿s blood glucose level was unknown. Customer stated that the plastic broken off from reservoir area while changing reservoirs. The insulin pump will not be returned for analysis.